Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, and prying and/or leveraging on the guide pin. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Remains implanted in patient.

Event description:
Pin was drilled into femur; advanced 2-4 centimeters and then broke. Procedure was stopped and a c arm was called for. The broken portion of the pin was determined to be completely inside the femur and left in place. A second pin was drilled through the femur without event and procedure was completed. This added another 30-40 minutes to the case.